Event description:
Pt said that there is a crease in the extension tubing and the urine isn't flowing properly replacing the leg bag. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that there is a crease in the extension tubing and the urine isn't flowing properly replacing the leg bag. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz a-bag, push green lever on flip flo valve out and down. Important: be sure to reclose flip flo valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.